Event description:
On 12/3/97 the account reported an erratic result of 26 ng/ml for ck-mb, which was run on the axsym analyzer. The physician questioned the result and requested that another sample be tested. The pt was redrawn and the sample gave result of 1.4 ng/ml. The original sample was retested, giving 1.7 and 1.8 ng/ml. The pt was admitted to the micu for monitoring. No report of any injury. Info obtained from the message history log indicated a probe crash had occurred without performing the proper probe crash recovery procedure.